Event description:
Facility contact reports during set up the luer lock closet to the drip chamber, that connects to the stopcock is difficult to connect. Customer states once the luer lock is tightened to be stopcock it becomes loose. There is no pt involvement.